Event description:
The manufacturer received information alleging a ventilator's tidal volume was inaccurate. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation, and an issue related to the device's active exhalation control module was observed. The device's active exhalation control module and overhead blower filter need replaced to address the issue.